Manufacturer narrative:
Concomitant products: dtba1d1, crtd, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) leads were explanted and replaced for unknown reasons. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Correction: this device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that the rv lead was explanted due to high impedance and a suspected fracture. It was also reported that during explant of the rv lead, the ra lead dislodged.